Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for glucose hk (gluc3) on a cobas 6000 c (501) module. The initial result was 24 mg/dl. This result was reported outside of the laboratory. The technician knew the result was critical and questioned the result. The technician provided the critical result to the nurse and stated the lab believed the result to be inaccurate. The original sample was repeated with a result of 413 mg/dl. This result was believed to be correct. The gluc3 reagent lot number was 61637801 with an expiration date of 31-may-2023.

Manufacturer narrative:
The field service engineer (fse) found the sample probe was dirty on the outside and replaced it. Precision results were within specification. Calibration was last performed on (B)(6) 2022 with acceptable results. Qc was acceptable. There is no indication of a reagent performance issue. The sample was spun for 3 minutes at a speed of 5100. The centrifugation time of 3 minutes may be too short and the speed may be too high. The service actions resolved the issue.